Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was administered kenalog injections as well as oral antibiotics (dates not reported). Subsequently, the patient underwent a procedure (date not reported) to excise the excess skin. The implanted device remains.